Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device tip of the introducer was defected and that the hole through which the device passes was notched. The doctor proceeded to perform with it a little prior to its use. Once all the usual steps for a percutaneous closure had been carried out, the doctor mentioned that both the anchor and the collagen sandwich were trapped inside the angio-seal introducer, not generating closure of the puncture. The event occurred intra-operative.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed as the sample was not available for evaluation. An exact root cause for the issue was unable to be determined. It is likely that the allegation was referring to the monofold of the sheath and not an actual defect. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).